Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but a provided photo showed the outer sheath of the delivery system fractured while the stent graft was still loaded in the catheter. It is considered the fracturing of the delivery system led to the impossibility to deploy the stent graft which leads to confirmed results for sheath fracture and failure to deploy. In this case, it was reported that a 9f introducer was used with a 0.035" guidewire for access, the target vessel was tortuous with calcification, pre-dilation was performed and the device was flushed before use. Based on the provided information and provided photos, the investigation is closed with confirmed results for failure to deploy and outer sheath fracture. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the IFU states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, the IFU states an "appropriate introducer sheath" and "0.035 inch (0.89 mm) diameter super stiff guidewire" is advanced from a femoral artery puncture site. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a femoral artery stent placement procedure using fluency plus vascular stent graft. During the procedure, the vascular covered stent allegedly failed to deploy upon release. The procedure was completed using another device. There were no reported patient injuries.